Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination. A leak test was performed and found delamination on the diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: 100%delamination of the diaphragm valve assessed as adhesive failure.